Event description:
A customer reported that the t:slim x2 pump battery was not charging. There was no adverse impact to the customer¿s blood glucose level. The customer was using both the tandem charging cable and wall adapter, but had not yet tried leaving the adapter plugged into a working outlet for at least 30 minutes. Technical support instructed the customer to do so and planned to follow up.